Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that "it" quit working over the weekend. The patient did troubleshooting with the manufacturer¿s representative (rep) over the phone, and reported the rep told them the ins battery went bad. When troubleshooting the no device found screen was seen, and the passive recharge values displayed as 100 in air and over the ins. Patient was issued a new recharge telemetry module. No symptoms were reported. There were no reported complications and no further complications were expected.